Event description:
It was reported that the device would not release from the delivery catheter during an implant procedure. The device was retrieved and a new one was implanted. There were no patient consequences.